Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during the inspection of sealed products, a green rubber-like foreign matter on the cap was found."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary "material #: 367528; lot/batch #: 2013411. Bd japan received one hundred (100) samples and attached five (5) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A green fm was observed in the hemogard cap on one of the returned tubes. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "during the inspection of sealed products, a green rubber-like foreign matter on the cap was found."